Manufacturer narrative:
(B)(4).

Event description:
It was reported when the asymptomatic patient was seen in the clinic, the merlin programmer incorrectly reported the estimated device longevity had drastically depleted faster than expected. The data from the clinic suggest the longer longevity values were derived with an older version of merlin software. Review of the session records confirmed the device battery was at normal longevity. The patient condition is stable.